Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr. (B)(6) was doing a restoration modular when he needed to use the mcreynolds adapter and the tip of it broke off. He then used a poly removal tool to extract a zimmer poly when it ended up working but it did get bent.

Manufacturer narrative:
Event confirmed. Device returned. Adding conclusion; reported event: an event regarding crack/fracture involving a restoration modular adaptor was reported. The event was confirmed by inspection of the returned device. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Dr. (B)(6) her was doing a restoration modular when he needed to use the mcreynolds adapter and the tip of it broke off. He then used a poly removal tool to extract a zimmer poly when it ended up working but it did get bent.